Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as the pump not working was identified. The reported event was not confirmed but other reportable phenomena such as the front panel and no image being displayed were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel and no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. Also, the cause of the failure could not be identified although it is considered that the failure was caused by the effects of stress from heat and humidity on the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center failed to activate when the power switch was turned on. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.